Event description:
Implant was placed in 2008. At approx 1 month post-op, patient sustained "significant trauma to the right hand". Subsequent radiographs noted a fracture in the distal component. Implant was revised a month later.